Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00403. It was reported that balloon rupture occurred. The target lesion was located in the very calcified left anterior descending artery (lad). A 12mmx3.00mm and 15mmx2.50mm nc quantum apex balloon catheters were advanced for dilatation. However, after several inflations between 18 to 20 atmospheres for about 30 seconds, the balloons ruptured. Both devices were removed from patient's body intact. The procedure was completed with a nc quantum apex balloon catheter. No patient complications were reported and the patient's status was fine.